Event description:
It was reported that the web embolization device was being used to treat a patient with an anterior communicating (acom) artery aneurysm. The detachment controller pretested fine but when the device was deployed and detachment was attempted, the device would not detach. After multiple attempts, a second detachment controller was tried but without success. Reportedly, the device unintentionally detached inside the microcatheter during removal from the patient and the procedure was successfully completed using a different product. The patient was doing well and stable.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
No additional event clinical information was received. The device was returned to the manufacturer and its evaluation was completed. Additional information: d10 (date device returned), h6, h11 (summary of device evaluation). Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system. The implant tether showed a tensile break shape at the tip, which is consistent with the device experiencing retraction forces that exceeded the tensile strength of the tether. The unit did not pass continuity and resistance testing. Further investigation found an electrical fault in the distal section of the delivery system, which is consistent with non-detachment.

Manufacturer narrative:
Additional information: h6, h11 (summary of investigation). No additional clinical information was received. The device was reported available for return but it has not been received. If additional information or the device is received, additional supplemental report will be submitted. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.